Event description:
A patient reproted experiencing inaccurate erratic results with an otp meter. The patient's blood glucose results were 91mg/dl, 132mg/dl, 123 mg/dl. Tests were done within less than 10 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.